Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the only lot reported from (B)(4), 3000186588. There were no ncmrs, rework, or deviations documented for 1 lot # shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that the acrobat-I positioner didn't lock. The hospital reported no injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.